Manufacturer narrative:
Vyaire complaint number: (B)(4). A vyaire service technician was able to confirm the reported complaint through visual inspection. The cause was determined to be fluid ingress between touch screen film and lcd display. This is a known issue addressed through eco 82509.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has delamination on touchscreen. At this time, patient involvement is unknown with the reported event.